Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during preparation for therapeutic bipolar gynecological resection, this camera head had water infiltration. The patient was under general anesthesia and the procedure was extended for 30 minutes. The procedure was completed with a less suitable celioscopic camera, as reported. There were no reports of injury associated with this event.

Event description:
The customer reported to olympus that during preparation for therapeutic bipolar gynecological resection, this camera head had water infiltration. The patient was under general anesthesia and the procedure was extended for 30 minutes. The procedure was completed with a less suitable celioscopic camera, as reported. There were no reports of injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned and evaluated. The reported issue was confirmed and determined to be due to a deteriorated cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. The reported risk/harm is addressed in the instructions for use (IFU): ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.